Event description:
It was reported that during a procedure of the heavily calcified, concentric, mildly tortuous, chronically totally occluded (cto) mid to distal left anterior descending (lad) artery, the 3.5 x 12 mm nc tenku balloon dilatation catheter (bdc) was used for post stent dilatation; however, during the second inflation at 12 atmosphere (atm) the balloon ruptured. The procedure was completed with a non-abbott bdc. There was no adverse patient sequela or a clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku dilation catheter device is an (B)(4) manufactured device which is distributed in by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.